Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's graphic user interface became inoperable. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The ventilator passed self-testing.

Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb) and inspiratory pcb were returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The bd pcb and inspiratory pcb were installed into a test ventilator for analysis and no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the bd pcb issue was isolated to a component (coaxial transceiver interface u6) on the pcb. No fault was found on the inspiratory pcb. T. If information is provided in the future, a supplemental report will be issued.